Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The husband of the end user states the seat and back upholstery has stretched, peeled and cracked, clothing guard is cracked.